Manufacturer narrative:
Technician found the rocker link broken. The technician replaced the rocker link assembly to resolve the issue.

Event description:
Technician alleged that the brakes on the foot end of the stretcher would not hold. No incident reported.